Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to a merlin programmer overestimation.

Event description:
During previous follow-up, the programmer overestimated the longevity of the device. During current follow-up, the device was at elective replacement indicator (eri) with normal battery depletion. The device was explanted and replaced. The patient was stable following the procedure.